Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient's dexcom continuous glucose monitor (cgm) malfunctioned, resulting in medical intervention that occurred on approximately (B)(6) 2015. Date of issue is an approximation based off the information received. Patient's mother reported that she had to call the patient's physician for help. No additional event or patient information is available.